Event description:
It was reported that the customer's insulin pump would not vibrate even though it was in vibrate mode. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump did not vibrate during a self test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).